Manufacturer narrative:
Device has been evaluated but the components will not be replaced due to the device being scrapped and a replacement device sent to the customer.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. The device was returned to the manufacturer's quality assurance laboratory for further investigation. The customer's complaint was confirmed due to a communications error with the oxygen blending module board. During the investigation the root cause of the oxygen blending module board failure was found to be caused by a u10 microprocessor failure.